Event description:
It was reported that, during a meniscus repair surgery, the second staple of the fast-fix 360 did not launch. The procedure was successfully completed without surgical delay, using a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference:(B)(4).